Event description:
It was reported that during a spine surgery it was discovered that "there was a tear in the outer hose of the motor device". The planned surgical procedure was delayed five minutes as a spare device was not available. The surgical procedure was successfully completed with the same device. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. (B)(4).

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed the device had a cut/tear in the outer hose. This was due to mishandling at the customer site. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).